Manufacturer narrative:
The device history record for lot 30213460 was reviewed and the product was produced according to product specifications. All information reasonably known as of 23 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 04 apr 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2026095-2023-00046 for the second report. Fill volume: unknown. Flow rate: 5ml/hr. Procedure: unknown. Cathplace: unknown subcutaneous infusion start time: unknown. Infusion stop time: unknown. It was reported that the pumps seemed to infuse twice as fast. The patient was receiving subcutaneous lidocaine infusions for chronic pain. The patient had short-term symptoms of nausea and dizziness lasting 1-3 hours. There were no long-term sequelae pertaining to infusion treatments. The infusion pump was discontinued, and the patient was treated with intravenous (IV) fluids and dimenhydrinate IV. The patient has congenital health problems (klippel feil syndrome) and struggles with persistent pain. The patient has had follow-up treatments done with subcutaneous lidocaine and had no problems. The reporter also states "I think in both cases patients did not follow guidelines and pumps were either swaddled in warm clothing, increasing the flow rate, or pumps were placed at a level higher than the infusion site. We have now increased the saline added to lidocaine for all of our patients to slow infusion rate of lidocaine to approximately 50 mg/hr, and this greatly improved the situation.¿